Event description:
It was reported that the access sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient, but did not meet release criteria. While fully recapturing the closure device the was became kinked. Both the was and wds were removed from the patient and a new was and wds were used to completed the procedure. The procedure was completed successfully with a closure device implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.

Event description:
It was reported that the access sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient, but did not meet release criteria. While fully recapturing the closure device the was became kinked. Both the was and wds were removed from the patient and a new was and wds were used to complete the procedure. The procedure was completed successfully with a closure device implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
Device analysis by MFR.: the returned product consisted of a watchman access system (was) with the dilator in the sheath, and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed kinks in the sheath 26cm and 28.5cm proximal of the tip. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.